Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This device was not returned as records indicate it was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement or re-evaluating the battery status in 90 days time. This device remains in service at this time. No adverse patient effects were reported. Additional information received reported that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement or re-evaluating the battery status in 90 days time. This device remains in service at this time. No adverse patient effects were reported.